Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the end user advised that the head section is slowly going down, and drive shaft just spins.